Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300-559 mg/dl) and insulin injections were administered to address the bg level. The customer changed the pump supplies and the bg remained high. The customer did not know what was causing the high bg. A pump system check was performed and no device issue was found. No damage was noted to the cannula; the customer changed the infusion set site. Tandem technical support reviewed the pump data. The basal rate was found to have been consistent and no alarms that would have stopped insulin delivery were found. The customer was to meet with a healthcare provider the next day.